Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump was running too fast during use in the emergency department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: a review of the event history log showed the infusion was started on (B)(6) 2025 at 23:36:28 with a primary maintenance rate of 50ml/hour with a volume to be infused of 50ml. The following day at 00:26:41 an air in line alarm was triggered. The alarm was silenced one second later and then the device was powered down. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.